Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was intact, scratches and cracks on lcd lens screen. The customer stated problem was confirmed. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Customer problem was confirmed in that all three delivery accuracy tests performed was over delivering, outside of the manufacturing specifications. Expulsor was replaced in order to bring the delivery into more nominal of a range. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device failed the volume accuracy test. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was intact, scratches and cracks on lcd lens screen. The customer stated problem was confirmed. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Customer problem was confirmed in that all three delivery accuracy tests performed was over delivering, outside of the manufacturing specifications. Expulsor was replaced in order to bring the delivery into more nominal of a range. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device failed the volume accuracy test. No patient injury was reported.